Manufacturer narrative:
Pump was received with motor error alarm during occlusion test and alarm at 2.5 lbs during prime test due to faulty fsr (gold). Unit passed displacement test and no delivery test. No excessive "no delivery" alarm noted. Unable to perform occlusion test due to motor error alarm.

Event description:
Customer called stating she has been changing her infusion sets out a couple of times for the last 2 days. Customer went to hospital for high bgs of 601. High bg t/s per dop. Patient's bg is 277 mg/dl. Customer reported feeling nausea, having excvessive thirst and ketones. Significant events leading to the emergency room visit: sleeping and then woke up with high bgs so she gave herself a bolus with the pump. Nothing further reported.